Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer had not reported the symptoms. The customer states treated with insulin shot. Customer declined to troubleshoot for high readings. Customer states she was tried to remove battery cap and cannot seem to get it off. The customer was assisted with troubleshooting. Customer states they are unable to remove the battery cap on their pump. Customer states they do have a large, flat-head screwdriver. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.